Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the locking collar (0105-00-01114). The unit passed all functional and safety tests per factory specifications. The iabp has been returned to the customer and cleared for clinical use.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the IV pole collar in the cs300 intra-aortic balloon pump (iabp) was broken. There was no patient involvement.